Event description:
The customer reported that the systems' c-arm would not function properly with the remote control. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the bearing nut of the motor for vertical movement of the c-arm. The system was tested and found to be working as intended and put back in service.